Event description:
It was reported that the perfusionist called for help troubleshooting helium loss alarms. The pump in use was the acat 1+. The perfusionist stated "they already traded the pump out thinking that may have been the problem, but it didn't fix the problem. A leak test was performed and the iab passed the leak test. The pump was switched to 1:2 and it will continue to pump without alarms occurring at all for 10 minutes." According to the perfusionist "the problem started when they cardioverted the patient (pt) and that they may have manipulated the position of the catheter." The clinical support specialist (css) asked if there is any blood in the gas tubing. The perfusionist said "there is no blood." The css asked the perfusionist to describe that the bpw) balloon pressure waveform) morphology looked like, specifically if the angles were rounded down to plateau or returning to baseline. The perfusionist stated "that it is slightly rounded, but it does have a well defined plateau and returned to baseline quickly. This is the 40 cc iab and the pt is (B)(6). The pt is almost flat, there are no obvious kinks in the tubing and the pt is not obese." Per the perfusionist, "they are still unable to go to 1:1 without having helium loss alarms. The pt is well supported in 1:2 with cl of 2.5, augmentation is about 15 mm hg and assisted pressures are less than unassisted pressure, no pressors are being used at the moment." The css told the perfusionist that they could continue to run in gas tubing for blood. The css also recommended a chest x-ray (cxr) to verify placement if the catheter position has been manipulated. At 2155, the css called the customer to follow up and spoke with the nurse taking care of the pt. They are still running in 1:2 and have not had any more problems. The nurse stated that the pt is very stable, doing well. The cxr was done and the catheter is in the correct position. Add'l info received on (B)(6) 2011 at 0710, stated the perfusionist called while the pump was alarming in 1:2. They switched the pump to 1:4 and it is again pumping without any alarms. They are waiting for the md to come in and they are going to remove the iab later this morning. The perfusionist stated that the pt has great hemodynamic. The css recommended that they could remove some volume from the iab if they needed to. The css explained that it is safe to remove as much as 1/3 the full volume from the iab, 27 cc. Add'l info received on (B)(6) 2012 by the perfusionist stated that the iab was removed and another iab was not required. The pt is "fine".

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.